Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose level in the 200's mg/dl. Reportedly, customer replaced cartridges to resolve issue.